Event description:
It was reported that during a follow-up, an error message for device reset was observed. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.